Event description:
Customer reported experiencing frequent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting or additional actions from tandem technical support, and no further information was obtained regarding the resolution of the issues.